Event description:
The patient reported developing scar tissue at an unspecified pod infusion site. The patient initially reported communication issues between the continuous glucose monitor (cgm) and the pod, which were determined to occur due to the devices being worn on opposite sides of the body. At the time of reporting, the patient had a pod placed on the right side of the abdomen and the cgm on the back of the left arm, which does not provide the required line of sight for communication between the devices. The patient explained that this has been an issue because she has developed scar tissue on the side where she would typically place the pod, suggesting that she can no longer place both devices on the same side of the body due to scar tissue from previous pod wear. The specific infusion site location where the scar tissue developed was not reported. This event is being reported due to the formation of scar tissue attributed to pod use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.8 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.